Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the ovation ix abdominal aortic aneurysm stent. Approximately nine (9) months post initial procedure in (B)(6) 2018, a limb occlusion was detected. The physician plans to reline with an ovation device and will continue to monitor the patient. There have been no additional patient sequelae reported.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and an inadequate response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: patient code - remove 1924. Conclusion code - remove 11.

Event description:
Additional information received confirming that the re-intervention planned for on (B)(6) 2018 was cancelled. Multiple attempts have been made to confirm if a secondary procedure was rescheduled or completed for the patient, but no response was received. This complaint will be updated if additional information is received at a later time.